Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information, via latitude red alert, that this right ventricular (rv) lead exhibited high shock and pacing impedance measurements. Additional information indicated that the a device change out procedure was performed and this lead remains implanted.